Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section e1: telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the model ar40e intraocular lens (iol) was implanted, the lens haptic suddenly fractured. The haptic lacerated the capsule, producing an approximately 5 × 5 mm round tear in the capsule, which resulted in rupture of the zonular fibers and made iol fixation impossible. Viscoelastic was injected, the vitreous prolapsed into the anterior chamber was excised with capsular scissors, and cortical material and viscoelastic were aspirated with the irrigation/aspiration device. Carbachol 1 ml was injected to induce miosis. The wound was closed with four interrupted 10-0 nonabsorbable sutures. The patient was returned to the ward at the end of the procedure. Postoperative day 1: on rounds, the operated eye showed decreased vision because no iol was implanted. The slit-lamp exam reveled conjunctival injection (+), diffuse corneal (stromal) edema with endothelial folds. The pupil was round, and the direct and indirect pupillary light reflexes were sluggish. No further information is available.